Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event. (B)(6).

Event description:
It was reported that during device interrogation, the implantable cardioverter defibrillator (ICD) revealed a code 1005, indicating an open circuit condition. It was believed that the first phase of biphasic shock was measured greater than 145 ohms and not sure if the second phase was delivered or not. Technical services could not review any egms due to the device being at the end of life condition, so it was not possible to confirm. Subsequently, the patient underwent a revision procedure and this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.